Event description:
The facility representative reported an ipump with a condition of battery door is missing. The process step is unknown. This condition has the potential to interrupt delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "battery door is missing" was confirmed and not reproduced. The root cause was attributed to physical damage to the battery door. The battery door was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.